Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to the reservoir herniating. A new inflatable penile prosthesis reservoir component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced a bulge and pressure in upper l hemiscrotum and lower groin about 1-2 months prior to the surgery.